Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of angina and myocardial infarction are listed in the xience sierra, everolimus eluting coronary stent systems instructions for use as a known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2019, the patient underwent a coronary stenting procedure, with implantation of a 3.0 x 18 mm xience sierra stent in the mid left anterior descending (lad) artery. On (B)(6) 2019, the patient was re-admitted with troponin positive chest pain. The patient was taken to the cath lab on (B)(6) 2019 and coronary angiography was performed. The 3.0 x 18 mm xience sierra stent was noted to be patent. Coronary enzymes were elevated, and the patient was diagnosed with non-st elevation myocardial infarction. No intervention was performed, and the event resolved on (B)(6) 2019. No additional information was provided.